Event description:
The customer reported that the device failed preventive maintenance. There was no additional information reported and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken ail sensor housing due to failed preventive maintenance. Replaced fluid ingress bezel assy, and fluid ingress rear case. Replaced corroded right, left iui. Replaced door assy with keypad. Keypad recall completed. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 27nov2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to cracked housing of the moog ail kit. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues. CAPA #: ca-2014-0284 for lvp air in line. CAPA #: ca-2014-0605 for lvp bezel fluid ingress. CAPA#: ca-2015-0209 for lvp keypad failure.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device failed preventive maintenance. There was no additional information reported and no patient involvement.